Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by international orthopaedics titled ¿fixation of patella fractures with metallic implants is associated with a signifcantly higher risk of complications and re-operations than non-metallic implants: a systematic review and meta-analysis¿. The study reviewed two-hundred ninety-six (296) patients who underwent patella fracture fixation using arthrex fiberwire and fibertape to address bone fractures. During the eighteen (18) month follow-up period, seventy-four (74) patients required reoperation. Ref: edoardo, m. Et al. Fixation of patella fractures with metallic implants is associated with a significantly higher risk of complications and re-operations than non-metallic implants: a systematic review and meta-analysis. International orthopaedics 46, 2927-2937, doi:10.1007/s00264-022-05565-0 (2022).